Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "in or the dr (anesthesiology) begins the insertion radial artery catheter in right artery. The guide wire fractured during withdrawal. It was able to withdraw the complete wire & catheter: no hematoma and she have positive pulse." The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one ra catheterization kit for evaluation. Signs-of-use in the form of biological material was observed inside the needle hub. The device as returned with the distal end of the guide wire inserted through the introducer needle. Visual analysis revealed that the guide wire had unraveled towards the distal end. Microscopic examination revealed that the core wire had separated directly adjacent to the distal weld. Despite this, the weld was still attached to the coil wire. The guide wire from the handle to the distal end of the core wire measured 137mm, which is within the specification limits of 135mm-139mm per the guide wire graphic. The guide wire outer diameter measured .447mm, which is within the specification limits of .432mm-.457mm per the guide wire graphic. Despite the damage, the guide wire was able to move freely within the introducer needle. Performed per IFU, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report that the guide wire was unraveled was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire had unraveled towards the distal end. Microscopic examination revealed that the distal weld separated from the core wire but was still attached to the coil wire. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "in or the dr (anesthesiology) begins the insertion radial artery catheter in right artery. The guide wire fractured during withdrawal. It was able to withdraw the complete wire & catheter: no hematoma and she have positive pulse." The patient's condition is reported as fine.